Event description:
Customer reported via phone call, the insulin pump was going blank as if it battery was dead. She inserted a new battery and the device had alarmed unexpected restart and external ram crc error. Alarms reoccurred each time the customer changes the battery. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed and not anomalies were noted. The self-test was performed and the device passed. Customer mentioned her blood glucose was 454 mg/dl when the unexpected restart alarm occurred. Customer was advised to monitor the device and call back if issues persisted. Customer isn't returning the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).